Event description:
A customer reported that following an intraocular lens (iol) implant procedure, the iol was exchanged for the same lens model one and a half difference in power because the pt could not see as well as expected. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records showed the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).